Event description:
It was reported that the patient arrived to the hospital either the night of (B)(6) 2015 or the morning of (B)(6) 2015 with acute bilateral lower extremity paralysis. The patient reported that the pump was not working. It was noted that the patient was suppose to have 2 MRI's on the day of report. The pump system was delivering fentanyl, bupivacaine, baclofen and morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).